Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels. Customer blood glucose level was 45 mg/dl and current blood glucose level was 94 mg/dl. Customer treated with juice. Customer also stated that the they used automode. Troubleshooting was performed. Based on customer report customer did not allege insulin pump was over delivering. The device was not returned for analysis.